Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received noted the patient presented in the clinic for a pacemaker change procedure. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.